Event description:
It was reported that the subject device had dark no image. The issue was found during service / maintenance (not in a clinical setting). There was no patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.